Event description:
This rv lead was implanted on (B)(6) 2009. A call to technical services on 4/28/11 states that the rv lead had lead impedance drop to 12/10 and now stable.860 to 640 ohms. Lead impedance drop to 12/10/ and now stable.860 to 640 ohms. Lead impedance better in unipolar. Hcp to put on lss in ventricle. 100% ventricular paced, but not pacer dependant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).